Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to fractured lead, noisy signal, impedance, insulation, oversensing and high pacing threshold issues. This rv lead was replaced. No additional adverse patient effects were reported.